Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, emergency department: catheterization in a prostate cancer patient, who was in acute urinary retention. Catheter was in place less than 24 hours: the patient returned to hospital as catheter deflated - implantation of another catheter - patient come back with same problem. Patient come back to hospital 2 times to change urinary catheter because the deflated balloon. Each time, inflated balloon as recommended (15 ml of sterile water) and the second installation verification of the balloon before without problems. In the third consultation, faulty catheter tested and leak at the balloon (cracked/split) no pieces in the patient's bladder. 3 implantations of urinary catheters- no clinical consequences.